Manufacturer narrative:
The reported events of abnormal pacing impedance, unspecified capturing and sensing issues were not confirmed. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
New information noted the rv lead was exhibited an abnormal pacing impedance.

Event description:
It was reported that the patient presented for implant procedure. During procedure it was noted that the right ventricular (rv) lead was exhibiting unspecified capturing and sensing issues. The procedure was completed using a different rv lead. The patient was discharged from the hospital after the procedure.